Manufacturer narrative:
Livanova received the affected device and visual inspection on internal components showed no problems, no dried fluid inside the clamp and no oxidation on the mechanics. During investigation testing the failure was confirmed. The clamp remains in the closed position and the message "arterial clamp defective" has been shown on the s5 display. A new clamp shaft and motor complete has been replaced and problem solved.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm did not open and displayed an error message at the end of the procedure. The error message could not be cleared and the user had to open the clamp manually. There was no report of patient injury.